Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: clip in jaws; yes. Damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams; no. Damaged cutter; na. Functional tests & results: antibackup functional, firing: feed conform, firing: form conform, and jaws: hold clip; yes. Jaws: inside width at tips; .182. Lockout functional; yes. Number of clips fed and formed; 8. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic cholecystectomy the clips were falling out of the instrument prior to firing. The clips were closing at an angle rather than straight. There was no consequence to the pt. 5/15/97 rep stated clips fell out of instrument prior to introduction into pt. No clips fell into pt.